Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter when firing the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but was not able to squeeze the handle. It was reported that the stapler fired normally in the first firings but there was a difficulty or resistance in the last firing of the reload. Hence, there was a poor staple line incomplete at the distal part. A new handle and reload were used to complete the case. There was no patient injury.